Manufacturer narrative:
02oct2025/ unknown time: a whole blood (wb) sample was analyzed using the piccolo xpress analyzer serial number: (B)(6), and the piccolo cmp panel, lot: 5222bc1. Results: creatinine (cre)= 4.3* mg/dl (reference range: 0.6-1.2 mg/dl). Rerun: 02oct2025/unknown time: the same sample from the previous run was sent to an external laboratory, and plasma was analyzed using an abbott alinity. Results: creatinine (cre)= 0.73 mg/dl (reference range: 0.7-1.5mg/dl). Repeat: 02oct2025/ unknown time: a whole blood (wb) sample was analyzed using the piccolo xpress analyzer serial number: (B)(6) piccolo cmp panel, lot: 5222bc1. Results: creatinine (cre)=0.9 mg/dl (reference range: 0.6-1.2 mg/dl). Zoetis requested further clarification of the complaint details. The patient received treatment; however, the specific treatment administered, and the time of administration are unknown. A return material authorization (RMA) has been recommended for further investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
29oct2025: zoetis union city technical support received a call from a healthcare professional reporting an unexpected high creatinine (cre) result using the piccolo xpress analyzer, serial number: (B)(6), and the piccolo comprehensive metabolic panel (cmp) lot: 5222bc1. The patient was treated. Chem high/low: high, error codes: chem cre / creat problem or question.